Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the data displayed on the continuous glucose monitor graph was inaccurate. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer successfully started a new sensor session.